Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was displaying an error message, error 4. The complaint was classified based on customer service representation (csr) documentation. The patient reported that the alleged error message first began to appear on (B)(6) 2018. The patient informed the csr that she manages her diabetes with oral medication in combination with diet and exercise and it was not reported if the patient made any changes to her usual diabetes management routine in response to the alleged error message issue. The patient reported that after the error message issue began, on (B)(6), 2018, she developed symptoms of ¿dizziness, vomiting, headache and blurry vision". The patient reported visiting her doctor and was prescribed invocana 150mg twice daily. The patient denied receiving any further form of treatment or medical intervention for her symptoms. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr confirmed the patient was following the correct testing procedure and that the blood sample was completely drawn in by the test strip. In addition, the csr confirmed that the patient¿s test strips had been stored correctly and were within their expiry/discard date. The csr walked the patient through performing a re-test, however, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after she was unable to test her blood glucose with the subject meter due to the alleged meter issue.